Event description:
During preventative maintenance of the device, the field svc rep reported that the splash field was cracked. The splash shield was replaced. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.